Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt call complaining of pain and bone scan showing loosening. Revision scheduled in (B) (6) 2010.